Manufacturer narrative:
(B)(4). Date received by manufacturer - correction - please note that the first report submitted was submitted with an incorrect date. This follow-up report is to note that it should have reflected a date of (30-apr-2019).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.